Manufacturer narrative:
One bl3170 stellaris handpiece, serial (B)(4) was returned for evaluation. The visual inspection found the transducer horn dented and the cable deformed at the lemo connector. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. The reported failure could not be duplicated.

Event description:
The following information was provided from a surgeon in (B)(6). According to the surgeon, a corneal burn occurred a few second after the beginning of the procedure. One day after the cataract procedure, the corneal swelling had decreased and three sutures were required to tighten the corneal incision. The patient was prescribed tobradex drops and ointment. The patient was checked again one day after the second procedure and the corneal incision was tightly closed. The next follow-up is scheduled for the end of (B)(6).

Manufacturer narrative:
The investigation did not reveal any malfunction of the hand piece that could have caused the reported incident. The hand piece performed according to specification. The lot history, trend analysis, risk analysis and/or directions for use review, were considered acceptable, with the product performing within anticipated rates.